Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include prying/leveraging the driver while the implant is still loaded, torquing while leveraging the device, the use of excessive force and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the patient had an orif (open reduction internal fixation) of the 1st and 2nd metatarsal (on or about (B)(6) 2014). During the patient`s post-op visit and x-rays one week later, it was noticed that the driver tip broke off in one of the screws and remained in the patient. The surgeon wasn`t planning on removing the plates and screws. However, since the driver broke he will remove them at a later date once the fractures have healed. The patient is doing fine to date.